Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
The customer reported via our distributer (B) (4) that the screw head popped off post operation. The customer reported that there is an adverse consequence as the patient was in pain and the case had to be revised on friday (B) (6) 2010.